Manufacturer narrative:
Additional information d9, h3, h6 and h10: h10: the device was received for evaluation. During functional testing, 'had an issue: white screen' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb). The pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.